Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, product type: programmer, patient. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0220216v, implanted: (B)(6) 2002, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387-40, lot# l84465, implanted:(B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. No communication with the right ins was possible with the patient programmer, recharger, or clinician programmer. The last successful recharge was 2-3 weeks prior to this report. A physician mode recharge (pmr) was started on the day of this report when the report met with the patient. A power on reset (por) and a 0x8 error code were displayed after the pmr. The pmr did not complete the whole hour. The patient had not been able to communicate with the left ins for 1-2 weeks and a poor communication screen was displayed on the patient programmer. The reporter was able to communicate with the ins using a clinician programmer and they had no issues. No error codes were noted. Placing the programmer on the skin directly over the ins and changing the batteries in the programmer resolved the issue. The patient had contacted the hcp last week to schedule an appointment due to the issue with the inss.